Event description:
The customer's spouse called to get the status of the insulin pump that was being replaced. During the call, the caller reported that the customer had been hospitalized due to high blood glucose levels. Assisted the caller with the tracking information. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.